Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the defibrillator lead was failing. Lead noise, rising capture threshold and pacing lead impedance increase was noted. The lead was capped and replaced on (B)(6) 2020. The patient suffered no ill consequences throughout the ordeal.